Event description:
It was reported that during surgery the intertan nail got stuck to the handle. Delay of over 2 hours reported. No injury reported. Procedure finished with competitor device.

Manufacturer narrative:
The associated drill guide handle and the nail were returned and evaluated. A visual inspection found that the nail is fixed on the drill guide; the devices cannot be separated. It is possible that the threads on both devices were cross threaded causing them to fail. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation did not determine a specific cause of the stated failure. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. We consider this investigation closed.